Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no picture when plugged in. The event was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no picture when plugged in due to moisture inside the ccd (charge coupled device) lens. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no picture when plugged in. The event was found during preparation for an unspecified procedure. There were no reports of patient harm.